Manufacturer narrative:
The report event of high impedances was not confirmed. As received, the returned lead (b) passed the functional test. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-23963. It was reported the patient experienced high impedances due to the leads being fractured. Fracture was confirmed by x-ray. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy was established.